Event description:
New etq record created in order to update etq (legacy system) wpc (B)(4). Reason for original complaint: patient was revised to address cup loosening. Doi (B)(6) 2005 - dor (B)(6) 2011 (left hip). Update: 4/4/2013 - litigation papers received. Litigation alleges pain and discomfort. A metal liner and femoral head have been reported.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis and metal wear. Added bone screws in the impacted product because the cup was removed in the legacy. Updated part and lot numbers of the head and liner, date of revision. Added patient's date of birth, revision hospital, surgeon and lawyer in the associated contact.